Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the allegation against the lead could not be confirmed. The lead was analyzed, passed all tests performed, and exhibited normal lead characteristics.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to a product performance issue. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due to a product performance issue. The lead was never in service. No adverse patient effects were reported.